Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door not fully latched alarm, caused by loose upper link screws. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient injury.